Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. A review of the event history log (ehl) identified no disposable alarm after the pump was started. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. As a preventative, the downstream sensor was replaced, and upstream sensor was re-calibrated.

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, an alarm was noted with no message. No patient consequences were reported. No adverse effects were reported.